Event description:
Medtronic received information that the patient with this stentless bioprosthetic valve expired following the implant procedure. The patient was reportedly doing well during the procedure, but after the cross clamp was removed, the patient became hypotensive during re-perfusion. It was initially verbally reported that the patient exhibited pulmonary edema, slowly degraded, and subsequently expired. Attempts to confirm that the patient had exhibited pulmonary edema were unsuccessful. Medtronic requested pre-op h&ps, operative reports, and medical history of the patient. This information could not be obtained. It is not known if an autopsy will be performed, or if the valve will be explanted and returned for analysis. The doctor subsequently reported that the event was non valve related, and continues to implant this type of valve.

Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: doctor reported the event as non-valve related. (Doctor reported the event as non-valve related. No device problem reported. Analysis - the device history record was obtained and reviewed. The device was found to have met specifications when released for distribution. Conclusion: the doctor reported that the event was non-device related, and review of the manufacturing records revealed no issues that may have caused or contributed to the event. The surgeon continues to implant the stentless aortic valve, and no additional complications have been reported.